Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown to be inserted within the patients left arm. A syringe with a clear fluid is attached to the red luer connector. A red circle is drawn over the image showing the catheter near the insertion site. A bead of fluid appears to be formed on the catheter surface. The damage present on the catheter could not be clearly inspected from the image provided. Based on the photo provided, possible contributing factors include stylet damage, sharp instrument damage, and material fatigue. Since a evidence of a leak was observed to be present, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of reds4650 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed in this patient from the left brachial vein on (B)(6) 2021. During maintenance on (B)(6), air bubbles were generated from the exposed portion of the catheter when fluids were injected. No other information was provided.